Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer went into water and insulin pump shut off and open book message came. Customer noticed crack on the battery side. Customer also stated that insulin pump had bumped. No harm requiring medical intervention was reported. The device will be returned for analysis.